Event description:
Review of the provided patient files for the associated ICD revealed intermittent loss of atrial capture. Preliminary analysis revealed that it most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
Following the recommendations provided on (B)(6)2020 , the subject lead was abandoned on (B)(6)2020 and a new atrial lead was implanted.

Event description:
Review of the provided patient files for the associated ICD revealed intermittent loss of atrial capture. Preliminary analysis revealed that it most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Review of the provided patient files for the associated ICD revealed intermittent loss of atrial capture. Preliminary analysis revealed that it most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.